Event description:
On 04-apr-2025, the french subsidiary notified teoxane geneva of an adverse event. A patient was injected on an unknown date with a syringe of rha 4 in the nasolabial folds using an unspecified needle. According to the patient (who was a plastic surgeon), she experienced on an unknown date a livedo reticularis on the right nose alar and right upper lip. The local medical expert was contacted. On (B)(6) 2025, we received from the local medical expert the confirmation of a vascular skin disorder which manifested as a livedo reticularis from upper lip to nasal alar and recommended: hyaluronidase injections (1500 iu in 1cc, each hour, max 3 times) corticoids (solupred 60mg for 3 fays). Antibiotic (zithromax 500mg for 3 days). Anticoagulants (heparine application on area impacted). Considering the diagnosis of vascular skin disorder, the case was deemed serious and reportable. On (B)(6) 2025, we were informed that the patient experienced some ecchymosis at the hyaluronidase injection site (just after hyaluronidase injection) and that all the symptoms completely resolved. The case was considered closed.

Manufacturer narrative:
Vascular complications are rare and serious side effects, although they are widely known and documented in the context of dermal filler injections. They are related to the accidental injection of the product inside a blood vessel, leading to its occlusion. The local deprivation of blood supply causes tissue anoxia. If enough hyaluronidase is injected on time, symptoms can be fully resolved without sequalae. If the vascular complication is not detected, diagnosed, and treated promptly, it can lead to skin necrosis. The risk of such adverse reactions is mentioned in the instructions for use of products.